Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c24f. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. An endopath excel trocar was also received inserted on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was that during a laparoscopic hemicolectomy, after firing articulated echelon powered gun once it would not open to straighten out jaws to pull back through trocar. No patient injury. Had to pull out trocar to extract. Used another powered echelon as replacement and it worked fine from same lot. Surgery was delayed 5 minutes. There were no patient consequences reported. Additional information was provided that the jaws were not stuck on tissue. They would not open. Jaws were articulated. Reverse button was tried. Surgeon decided to pull whole stapler out with trocar and insert a new trocar.